Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to rewarm patient but kept getting low flow with water flow rate (wfr) was 0 l/m in an arctic sun device. Hypothermia rewarm patient temperature (pt) was 33.1c, targeted temperature (tt) was 37c. Walked through stop therapy, empty and disconnect pads. Placed device in manual control at 37c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 23.5c, outlet control temperature (t2) was 23.9c, inlet temperature (t3) was 21.1c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 0, heater 100, water reservoir level (wrl) was 4, system hours were 2397.1 and pump hours were 2159.0. Reconnected pads while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 30.8c, outlet control temperature (t2) was 30.7c, inlet temperature (t3) was 27c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.5 l/m inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0.1 l/m inlet pressure (ip) was -0.8 psi and device alerted low air leak. Advised to swap out to an alternate set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to rewarm patient but kept getting low flow with water flow rate (wfr) was 0 l/m in an arctic sun device. Hypothermia rewarm patient temperature (pt) was 33.1c, targeted temperature (tt) was 37c. Walked through stop therapy, empty and disconnect pads. Placed device in manual control at 37c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 23.5c, outlet control temperature (t2) was 23.9c, inlet temperature (t3) was 21.1c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 0, heater 100, water reservoir level (wrl) was 4, system hours were 2397.1 and pump hours were 2159.0. Reconnected pads while still in manual control. System diagnostics showed that the outlet monitor temperature (t1) was 30.8c, outlet control temperature (t2) was 30.7c, inlet temperature (t3) was 27c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.5 l/m inlet pressure (ip) was -4psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 100 percentage. Disabled manual control and restarted therapy. Water flow rate (wfr) was 0.1 l/m inlet pressure (ip) was -0.8 psi and device alerted low air leak. Advised to swap out to an alternate set of pads.